Event description:
Caller reported that pump battery would not charge, despite being in warranty. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Caller had tried different wall adapters and charging cables without success, leading cts to replace pump. Caller was advised to use mdi as backup therapy and to ensure proper procedure when using a g7 sensor with replacement pump. Caller was instructed on pump storage mode and returning old pump within 10 days, with all instructions acknowledged.